Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was not impacted. As the occlusion alarm was not occurring at the time tandem customer technical support (cts) was contacted, the customer declined cts's offer to troubleshoot to determine a possible cause of the occlusions.